Event description:
It was reported the patient experienced severe pain in his thighs unrelated to stimulation. The pain is described as stabbing, stinging, burning, and severe muscle pain. The stimulation coverage areas are bilateral legs and hips. The sjm representative met with the patient for reprogramming and the patient was very sensitive to the stimulation at a very low level. The patient was hospitalized after the implant procedure due to the pain. The physician evaluated the patient and monitored his pain medication. The patient was able to walk using his walker and his pain level had decreased. In addition, the patient is increasing stimulation to aleve the pain. The patient was reprogrammed allowing him more options for his therapy. The patient was discharged home and is receiving physical therapy at home and doing much better.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.